Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with two syringes in the cheeks and two syringes in the chin of juvéderm voluma® xc. The patient was concomitantly injected with 75 units of botox®. Approximately three weeks later, the patient reported ¿they had pain and all the filler gone down to neck.¿ the patient refused to go back to the office for examination. No treatment information was provided. The hcp additionally reported the "filler looked higher than what we injected, and the patient experienced soreness and pain." Symptoms status is unknown. The patient additionally reported they experienced ¿swelling, migration, nodules, pain, burning sensation, and hollowing in areas. Patient believes they received a "botched medical experience." ¿the cheek filler migrated to the temples and was injected higher than they wanted it placed. The filler that was under the lips and chin has migrated to under the chin. Patient stated they can¿t engage their chin muscles and feels like their muscles are overcompensating. Patient stated they feel nothing when speaking about the muscles in their face. Patient stated the symptoms affect their posture and makes them feel like they put their tongue in weird positions. Patient received a massage on the affected areas and they stated this made the product migrate further to the chin and temples. Patient stated they are still experiencing pain. Patient stated they have not yet dissolved the filler because they are afraid to go back to the same office.¿ symptoms are ongoing.